Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that during surgery, the unit was sent in for repair service as the toggle that moves the blade broke during use, so the blade stopped. The taken graft was damaged due to the blade malfunctioning and no delay was reported. No medical intervention noted. Replaced dermatome with another and completed surgery. No patient injury recorded. Due diligence is complete.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d4, g3, g6, h2, h3, h4, h6 and h11. Review of the most recent repair record identified the following related repair: head piece and neck piece were damaged. Control bar was in the correct position. Calibration was out at the 4 and 12 readings. Could not test rpms due to broken pin. All worn or damaged components were replaced. The device was tested and calibrated. Device passes all tests and checks per procedures. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
There is no additional information associated with this malfunction.